Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The needle easily broke during use. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle break at the tip or at the body? Is the broken needle available for analysis? Any photos available for visual analysis? How was the procedure completed? Procedure name? It is stated: "there is no harm to patients". What is the total number of patients? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? If complaints have not been reported, please create a complaint for each single event & patient. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/20/2022. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. The following information was requested, but unavailable: * did the needle break at the tip or at the body? All answers above are unobtainable. Once there is any update, we will update the information. * is the broken needle available for analysis? * any photos available for visual analysis? * how was the procedure completed? * procedure name? It is stated: "there is no harm to patients". * what is the total number of patients? * have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). * what are the procedure name(s) and date(s)? * if complaints have not been reported, please create a complaint for each single event & patient. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.